Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant. During the procedure it was noted that the inner diameter of the lead was narrow and it was difficult to inset the guidewire. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
Additional information: the reported event for the inability to insert the guidewire/stylet was confirmed. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The stylet was obstructed by dried blood/body fluid. The cause of the reported event was due to dried blood/body fluid obstructing the stylet.